Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin delivery had stopped due to low power and replace battery alarm. Customer stated that second occurrence of replace battery alarm without low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with high sleep current measurement and active current measurement, problem isolated to electrical board. Device passed displacement test and self test.